Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported having injected a patient with juvéderm® voluma® in the ¿deep malar, on periosteum with bolus of (.25) in ck3¿. The patient presented "occlusion" with the product. No further information provided.